Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after the reload was used the needle broke in half while trying to unload the reload. Current patient status: no issues. There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).